Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. The customer's blood glucose read "high" on the cgm. Elevated blood glucose was addressed by changing the pump supplies and delivering a correction bolus via the pump.